Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. In addition, the customer stated the pump battery dropped suddenly while connected to a power source multiple times. The customer's blood glucose level was 77 (mg/dl). .during troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had not reoccurred after charging the pump.